Manufacturer narrative:
One embolectomy catheter was returned without the packaging for evaluation. The reported customer complaint of "balloon observed broken" was confirmed. The evaluation included a visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The distal windings have been pulled off the distal tip of the catheter tip. The distal windings were not returned and there appears to be latex missing. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The catheter body was examined and found to be in good condition. Although the reported customer comment "balloon observed broken" was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Complaints of this type were previously investigated and it was determined that although procedural factors contribute significantly to this type of failure, actions would be implemented to reinforce the manufacturing practices during the winding process. No further actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the balloon of the catheter was noted to be broken during the removal from the artery of the patient.